Event description:
Transseptal needle manufactured by vamed. Following a pulmonary vein isolation procedure, a pericardial effusion was identified. The patient became hypotensive, and an echocardiogram was performed. The effusion was thought to possibly have occurred during the second puncture, though the physician was unsure. A pericardiocentesis stabilized the patient, and the procedure was completed with no alleged issues involving (B)(6) devices. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).